Event description:
During a regular follow-up performed on (B)(6) 2016, ventricular pacing failure was observed with 7.5 v/1.0 ms output. Ventricular lead impedance was 602 ohms in bipolar configuration and r-wave amplitude was 1.7 mv. The surface ECG was checked and ventricular pacing failure was observed with 3.5 v/0.35 ms. Heart rate was 50 min-1 at that time. Then, the lead polarity was reprogrammed to unipolar configuration. Ventricular lead impedance was 547 ohms and r-wave amplitude was 1.7 mv, however ventricular pacing failure was observed with 7.5 v/1.0 ms. In addition, pectoral stimulation was observed at the same time. Therefore, output was reprogrammed to 3.5 v/0.35 ms, nevertheless pectoral stimulation was observed again. Arrhythmia episode recorded in the device memory showed ventricular pacing failure. Pacing rate was 16%. Ventricular undersensing was also observed; therefore sensitivity was reprogrammed to 1.0 mv. Reprogramming of the parameters was performed at the end of the follow-up (vvi mode, 30 min-1, output: 1.5 v/0.10 ms (bipolar configuration), sensitivity: 1 mv (bipolar configuration)). Investigations of the root cause of the ventricular pacing failure are required.